Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated . B6: relevant test/laboratory data date is estimated. C4: treatment/therapy start date is estimated. D4: the UDI is not known as the part and lot number were not provided. D6a: implant date is estimated. The malfunction reported in the article is captured under a separate medwatch report. Attached article, titled "factors associated with chronic stent recoil and its impact on revascularization: a serial optical coherence tomography study"

Event description:
The following information was received via literature review: this study use serial optical coherence tomography (oct) to investigate the incidence of chronic stent recoil and its impact on target lesion revascularization (tlr) in second- or newer-generation drug-eluting stent implantation. The xience v stents were used; however, recoil and target lesion revascularizations were noted. Details are listed in the attached article, titled "factors associated with chronic stent recoil and its impact on revascularization: a serial optical coherence tomography study."